Manufacturer narrative:
(Operational problem) : visual inspection of the returned product found the lens optic was torn apart into two pieces. One loop haptic was torn off and detached from the optic. The lens was returned dry and there was traces of clear surgical residue on the optic surface. Conclusion code(s): (use error caused or contributed to event): per medical review the cause of the event was user (technician) error during loading. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter stated the surgeon inserted the aq2010v silicone three piece lens +13.5 diopter and the lens was noted to be damaged. The lens was removed with out incision enlargement, sutures or any patient injury. The reporter said the cause of the lens damage was due to technician error.